Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-07-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out and was noted to have several low flow alarms on their ventricular assist device (vad) during that day/night. Log files indicated that four days later a double disconnect occurred on the controller. The patient also reported intermittent beeps from the controller. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and pump were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several momentary disconnections. Momentary disconnection will result in an audible tone or "beep." As a result, the reported "intermittent beeps" event was confirmed. Log file analysis also revealed two controller power-up and associated pump start events logged, indicating loss of power to the controller. The first controller power-up event was logged on (B)(6) 2018 at 10:12:14. The data point prior to the controller power up event, logged at 10:03:58, revealed that a battery was connected to power port 1 and a battery was connected to power port 2; both batteries had experienced a momentary disconnectio n within the preceding 15 minutes. The data point after the controller power up event, logged at 10:12:50, revealed that the controller was connected to a battery on power port 1 and a battery was connected to power port 2. The controller was without power for ten seconds. The second controller power-up event was logged on (B)(6) 2018 at 12:25:11. The data point prior to the controller power up event, logged at 12:12:44, revealed that a battery was connected to power port 1 with 98% relative state of charge (rsoc) and a battery was connected to power port 2 with 83% rsoc. The data point after the controller power up event, logged at 12:25:46, revealed that the controller was connected to a battery on power port 1 and a battery was connected to power port 2. The controller was without power for five seconds. As a result, the reported controller power loss event was confirmed. 3 low flow alarms were also logged since may 29, 2018, confirming the reported low flow alarm event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula and/or poor vad fi lling. The most likely root cause of the "reported beeps" may be attributed to momentary disconnections between the controller and batteries. A possible root cause of the controller losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation evaluated momentary disconnections. An investigation was initiated to capture events involving the controller losing power. Additional products: controller 2.0 / (B)(4). Device evaluated by MFR?: yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 12, 4315. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.